Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; attune ps fb insrt sz 10 5mm knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Intraoperatively the attune tibial inlay did not snap into the tibia plateau. Another inlay was available and used without issues, surgery prolongation about 7 minutes. No patient harm.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.